Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. While servicing the ventilator, the service technician noticed the turbine screws were loose and the flow valve needed to be cleaned. The service technician tightened the turbine screws, cleaned the flow valve, and recalibrated the ventilator to address the reported issue.

Event description:
It was reported by the customer that the unit was continuously alarming "low peep". While in service, it was discovered that the turbine screws were loose and the flow valve needed to be cleaned causing the reported alarms.